Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was performing a reverse shoulder arthroplasty when product dp-5219832 lot 230787003 became stuck on a guide wire (230787004 lot 5293483). Surgeon could not disengage the two instruments. No surgical delay.

Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.